Event description:
It was reported that the customer had a button/keypad anomaly on the insulin pump. Customer's mother stated that all the buttons were not working and they had to be pressed hard to make them work. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.